Event description:
The main problem is understanding what the scale is reading when it is in use in the infant mode. The scale had two modes, one for infants, and the other one for adults. It also gives you two choices, pounds and kilograms. When it is used in pounds, the display reads 0.00 pounds. When it is in pounds/ounces, if for example it reads 10.13, it does not mean 10 pounds and .13 decimals, it means 10 pounds, and .13 ounces. "We were confused and decide to send the scale was fine."